Event description:
Additional review indicated that the patient was given a little trazidone.

Event description:
Additional information: it was reported the pump was delivering lioresal (2000mcg/ml). It was noted that the patient had been receiving high doses of lioresal for several years. "More recently, patient was receiving high periodic boluses and the hcp "couldn't bolus any more". Hcp was trying to bolus a very high dose of approximately 270 mcg. They decided to do a dye study, couldn't aspirate in the study, decided to do a catheter revision as reported previously. During revision on (B)(6) 2012, the surgeon didn't observe any obvious issues with the catheter, but still pulled catheter out and replaced it. Following revision, the hcps were not sure what level to start patient at, since they didn't think she had been getting her full dose "due to unknown catheter issues". Prior to revision, patient was getting 1,400 mcg/day. Hcps started patient at 700 mcg/day. For 24 hours, "patient was ok", and then patient became very agitated, had a lot of pain and spasticity, very uncomfortable. Hcp tried to adjust dose up over time. By monday ((B)(6) 2012), patient was confused, growing "out of it". By (B)(6), patient was rigid as a board; no responses were possible and patient was noted as being "completely out of it". The next day, patient was stable enough for rehabilitation. Currently as of (B)(6), patient was back to dose she was at prior to surgery (1,400 mcg/day) but continued to still feel stiff. Per hcp patient was back to baseline. Patient got 4 boluses/day, and hcp may consider going to 6/day at some point.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model #: 8709, lot #: n102389030, implanted: (B)(6) 2007, explanted: (B)(6) 2012; catheter connector model #: 8598a, lot # unk, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Event description:
It was reported that the patient experienced withdrawal. A catheter issue was suspected as they were unable to aspirate from the catheter access port (cap). A catheter revision was done. The intrathecal baclofen dosage prior to the catheter revision was 1400 mcg/day; it was lowered following the catheter revision. On (B)(6) 2012, the patient's symptoms were noted to be better but as of (B)(6) 2012, the symptoms were worse. Per report, patient symptoms included "altered mental status (agitated), pruritis and increased spasticity." The patient was being treated with oral baclofen (20mg 4 times a day - qid) but symptoms were not subsiding. A dye study was completed and no problems were found. It was also reported that "troubleshooting" had been done with "negative results." Additional information has been requested, but was not available as of the date of this report.